Event description:
It was reported that the patient experienced stimulation intermittently turning off. In turn, reprogramming was able to resolve the issue initially. The issue reoccurred. As a result, surgical intervention was undertaken wherein the ipg was replaced. Therapy was reportedly restored postoperatively.